Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) catheter it did not inflate. The intra-aortic balloon pump (iabp) showed an error and the iab could not open fully. The iab was replaced and there was no harm or injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and multiple leaks were found on the catheter tubing near the near the proximal end ranging approximately 57.4cm to 69.3cm from the iab tip. Conclusion: the evaluation confirmed the reported problem. The penetrations within the catheter appears to have been caused by a sharp object. It is difficult to determine when the penetration may have occurred, however, it could cause the reported event. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that after insertion of the intra-aortic balloon (iab) catheter it did not inflate. The intra-aortic balloon pump (iabp) showed an error and the iab could not open fully. The iab was replaced and there was no harm or injury to the patient.